Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported by the user facility that the drill attachment heated up. It is unk if there was pt involvement or adverse consequences associated with this event. Attempts to obtain additional info have been unsuccessful.